Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use which state: "chapter 3 preparation and inspection, 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system. - inspect the control section and the endoscope connector for excessive scratching, deformation, loose parts, or other irregularities. - inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. - depress the suction valve and confirm that water is continuously aspirated into the suction bottle of the suction pump. - insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end. Also, make sure that no foreign objects come out of the distal end. - confirm that the endotherapy accessory can be withdrawn smoothly from the biopsy valve." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that due to clogging of the suction tube in the universal cord, foreign objects come out of suction port. The connecting tube had a dent. Due to a pinhole on the connecting tube, water tightness was lost. Due to wear of the angle wire, the bending angle in the up direction does not meet the standard value. Due to wear of the angle wire, the play of the up/down knob was out of the standard value. Adhesive on the distal end had white-clouded area. Due to a dent on the channel-tube, forceps could not be inserted smoothly. Paint on the air/water-cylinder was peeled. The protector of the universal cord on the control section side, the plastic distal end cover and the connecting tube were all scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. Foreign matter-related complaint questions: 1. Were you able to clean, disinfect, and sterilize the equipment before requesting repair? Yes. 2. Can you tell when a foreign object adheres to the endoscope? No. *if yes ¿ go to 3*if no, unknown ¿ go to 4. 3. Are you aware of any foreign objects? * if you have a photo, present it and ask. No response. 4. Is it possible to delay the start of pre-cleaning? (Is there a time lag between the end of clinical use and the start of pre-washing?) No. 5. Did you supply water and air to the air/water nozzle? Yes. 6. Were there any problems with the accessories used for reprocessing? No response. 7. *5 for yes or unknown have you submerged the endoscope in cleaning fluid? No response. 8. Did you wipe/brush the air/water nozzle with gauze, brush, or sponge? Yes. 9. Do you have any other concerns about reprocessing? No response.

Event description:
The customer reported to olympus, the insertion section of the evis lucera elite gastrointestinal videoscope was crushed in three places. Inspection and testing of the returned device found foreign matter came out of the suction channel. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.